Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access s site bleeding is determined to be patient movement because the patient was repositioned last night in ICU. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27698 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported that a 83 year old male patient experienced heavy bleeding following repositioning during impella 5.5 support. The pump was noted to have been implanted via direct access and roughly 700ml of blood was removed from their chest tube after repositioning during the night. Five units of packed red blood cells were given to manage the condition. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿